Manufacturer narrative:
H3: product analysis: as found condition: the pipeline flex shield was returned stuck inside the proximal end of the phenom 27 catheter, within a bio-hazard bag and a shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal end of the braid was not open and frayed. The proximal end of the braid was found to be open and frayed. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined and found intact, with no damage. No separation was found with the catheter tip. However, the catheter body was found to be accordioned from 7.0 cm to 10.6cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, the resistance was observed at the damaged location. Conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was confirmed, as the braid's distal end was not open and frayed. The cause of the failure to open could not be determined. Possible causes for this failure include vessel tortuosity, a damaged braid, or deployment of the braid in a vessel bend. The customer reported that the vessel tortuosity was moderate, ruling it out as a potential cause. It is possible that the damaged braid and its deployment in the vessel bend may have contributed to the failure to open. Such damage can occur due to resheathing more than twice, over-manipulation, improper deployment technique, or resistance encountered when advancing or retracting the delivery wire, as well as during deployment or re-sheathing against resistance. Additionally, the customer's report of "resistance during retrieval" was confirmed, as damage was found on both the pipeline flex shield braid and the phenom 27 catheter. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) indicates that high force was applied. This damage may have resulted from the customer's attempts to retrieve the pipeline flex shield through the catheter against resistance. Possible causes of resistance include vessel tortuosity and lack of continuous flushing with heparinized saline during the procedure. The customer indicated that the vessel's tortuosity was m oderate, and a continuous flush was used during delivery, ruling them out as potential causes. The cause of the resistance could not be determined. The customer report of "catheter separation/break" was not confirmed, as the catheter tip was found intact. No damage or separation was found with the catheter tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ped2-375-18 (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that for intracranial c5 segment aneurysm of the internal carotid artery, the surgeon selected a 3.75-18 pipeline embolization device (ped) based on the vessel diameter. After the 6f neuromax and 6f ton-bridge medical silver snake 115 and phenom 27 (p27) were in place, the ped was removed according to standard procedures, fully hydrated, and then delivered to the straight segment of the middle cerebral artery. Healthcare provider (hcp) started by withdrawing p27 to try to open the ped. Hcp withdrew p27 and deployed the ped, but found that the tip of the ped did not open. Hcp continued to deploy and repeatedly pushed and pulled, but the tip still did not open. Hcp then withdrew the whole thing back to p27 and then positioned it to the proximal end of the posterior communicating artery for in-situ deployment. Hcp pushed and delivered the guidewire, but the tip of the ped still did not open. Considering the safety of the surgery and the patient, after the surgeon retrieved the ped into the p27, and told the assistant that a new ped was needed. The assistant directly withdrew the delivery guidewire, causing the original stent to become stuck at the proximal end of the p27. The surgeon removed the ped and p27 from the body. A breakage was also found at the tip of the p27 outside the body. A new phenom27 and ped were then replaced, and the surgery continued smoothly. The patient was unharmed. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The pipeline was used for an approved (on-label) indication. The patient was undergoing blood flow diversion mesh stent implantation surgery for treatment of a saccular, unruptured c5 segment of the internal carotid artery aneurysm with a max diameter of 5.76 mm and a 4.9 mm neck diameter. The landing zone was 3.1mm distally, and 3.8mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 5.53mm. The angiographic result post procedure was the blood vessels were in good condition, without rupture or significant stenosis. Ancillary devices include a 6f neuro max guidecatheter, phenom 027 microcatheter, 6f 115 ton-bridge medical silver snake intermediate catheter, stryker synchro guidewire.

Manufacturer narrative:
Update to h6: fdd code a0509 no longer applies to event and has been replaced with a0510. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was not determined. Resistance was in the distal tip end of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter was observed. The pipeline had been placed in a vessel bend when it failed to open. No additional steps or other devices were attempted to open the pipeline.

Manufacturer narrative:
2.6 annex a code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.